Manufacturer narrative:
The customer no longer has the strips.

Event description:
The customer stated that her coaguchek xs meter (serial number (B)(4)) got a high result compared to the nurse's coaguchek xs meter (serial number unknown). The result on the nurse's meter was the one that was believed to be correct. She obtained a result of 6.2 inr on her meter at 8:00 am. She obtained a result of 3.8 inr on the nurse's meter at 8:30 am. The customer's strips were used with the nurse's meter and a different finger was used to obtain the sample for the nurse's meter. There were no changes in the patient's medication based on the meter results. The customer's therapeutic range is 3.0-3.5 inr. The customer is not on heparin. She does not have any antiphospholipid antibodies. The customer stated she was feeling okay. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The strips will not be returned as she no longer has the vial of strips.